Event description:
It was reported that the patient's atrial lead was dislodged during a cardiac surgery and had high threshold. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vw device, implanted: (B)(6) 2007; a 6945-65 lead, implanted: (B)(6) 1998. (B)(4).